Event description:
Patient was implanted with lcp proximal femur plate construct on an unknown date. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware due to partial non-union. Patient was revised to a shorter plate construct. This is 1 of 9 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records found nothing that would cause or contribute to the reported incident. Subject product met all visual and dimensional requirements during manufacturing and release.